Manufacturer narrative:
Hospital has not returned cable.

Event description:
Allegedly, the doctor was performing a breast reconstruction surgery when he laid down an active light cable with retractor attached on the patient while he reached for another instrument. He noticed when he picked up the retractor off the patient there was a dime-sized minor burn in the breast area. The burn was treated with bacitracin. The procedure was completed. Our IFU warns the user to put the light source on stand-by when not in use to avoid burns.